Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized and was treated with unknown antibiotics. At the time of this report, the patient remained hospitalized, and the peritonitis event was not resolved. One day after being hospitalized, pd therapy was discontinued, and the patient was switched to hemodialysis. No additional information is available.